Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case was broken and contaminated, the lower case, both bail covers and ring cover were broken and the battery flex was corroded.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported at test of sensitivity = 3.0 mv, measured sensitivity should have a range of 2.25 - 3.0. User could not accept values beyond 3.0. The device was returned for repair. No patient involvement or complications were reported.